Event description:
Information was received indicating that a smiths medical medfusion pump had a motor drive error. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: returned device was received with the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device the customer stated problem could not be verified after flow and occlusion tests. The customer reported condition was not confirmed, but after checking alarm history, noticed a battery not working, improper shutdown errors in history just before pump motor phase b post error. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.